Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23860. It was reported that when the patient presented in clinic for a follow up, noise was observed on the right atrial (ra) and right ventricular (rv) leads. The noise was not able to be reproduced with isometric testing. The patient is pacemaker dependent. No intervention was made at this time. The patient was stable and being monitored.